Event description:
It was reported that this was a venotomy closure of the right common femoral vein with three proglide devices using the pre-close technique prior to an interventional procedure. Reportedly, the suture knot came out of the body for all three devices. The sheath was upsized to a 23fr and the interventional procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4 - a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial MDR report, additional information was received which indicated that this complaint is a duplicate of cn-(B)(4), previously filed under MFR# 2024168-2024-07177. The complaint was confirmed to be a duplicate based on the following information that matched: device part number, procedure date, physician and reporting sales representative confirmation. This duplicate was found after the initial reports for this event were filed.